Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 810:11 was confirmed but not reproduced during product evaluation. The root cause was assigned to moisture in the pump head module channel . No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.